Event description:
The initial reporter received a questionable elecsys cea assay result from one patient sample tested on the cobas e 801 analytical unit. The initial result was 6.86 ng/ml. The repeat result was 1.25 ng/ml. The initial result was not reported outside the laboratory, as it did not match the patient's clinical diagnosis.

Manufacturer narrative:
The serial number of the customer's cobas e 801 analytical unit is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The investigation included a review of the data set provided by the customer: the assay was last calibrated on (B)(6) 2025, and the results were within the specified ranges. Product labeling states: "renewed calibration is recommended as follows: after 12 weeks when using the same reagent lot. After 28 days when using the same cobas e pack on the analyzer. As required: e.g. Quality control findings outside the defined limits." The qc results were within the specified ranges. There was no indication of a performance issue with the reagent. The alarm trace did not indicate any issues. A general reagent problem was not detected because the qcs before the event were within the specified ranges. The investigation did not identify a product problem. The cause of the event could not be determined.